Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of the typical surgery-related damage. The lead was returned in three segments: a terminal segment and 2 of the middle segments; it was noted that the tip section appears to have pulled apart/stretched to the point of fracture, but was not returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture, brady pacing not delivered when required, oversensing, noisy signals, syncope and dizziness.

Event description:
It was reported that this patient with this pacemaker presented to their health care professional (hcp) reporting experiencing a syncopal episode. The patient has a known underlying condition, complete heart block with a slow escape rhythm in the 30's. In addition, upon review of electrograms (egms), loss of capture, noise, and oversensing with approximately five seconds of pacing inhibition was observed on the right ventricular (rv) channel. Technical services (ts) was consulted and discussed troubleshooting and programming options with the hcp. During troubleshooting, the hcp reported the patient experienced a syncopal episode with loss of capture observed. As a result, reprogramming changes were made and a save to disk analysis was sent into boston scientific engineers for further device evaluation. Subsequently, the patient was admitted to the hospital for further evaluation. A chest x-ray and isometric maneuvers were performed and unable to re-create the reported clinical observations. The chest x-ray revealed the right atrial (ra) lead was in a slightly lower position, but the physician was not concerned about this position at this time. The x-ray also revealed there was an exposed portion of an extracted ra lead in the ra/superior vena cava. Impedance measurements were within normal range. Subsequently, the device was reprogrammed and the patient was discharged with the plan to continue to monitor. Approximately a couple days after device reprogramming changes were made, the patient reported experiencing dizziness and lightheadedness. The patient was then brought back into the clinic where device reprogramming was performed. Since the most recent reprogramming changes have been made, the patient has not reported any new symptoms. The plan is to continue to monitor at this time. The device system remains in-service at this time. No additional adverse patient effects were reported.additional information was received that this lead has been explanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker presented to their health care professional (hcp) reporting experiencing a syncopal episode. The patient has a known underlying condition, complete heart block with a slow escape rhythm in the 30's. In addition, upon review of electrograms (egms), loss of capture, noise, and oversensing with approximately five seconds of pacing inhibition was observed on the right ventricular (rv) channel. Technical services (ts) was consulted and discussed troubleshooting and programming options with the hcp. During troubleshooting, the hcp reported the patient experienced a syncopal episode with loss of capture observed. As a result, reprogramming changes were made and a save to disk analysis was sent into boston scientific engineers for further device evaluation. Subsequently, the patient was admitted to the hospital for further evaluation. A chest x-ray and isometric maneuvers were performed and unable to re-create the reported clinical observations. The chest x-ray revealed the right atrial (ra) lead was in a slightly lower position, but the physician was not concerned about this position at this time. The x-ray also revealed there was an exposed portion of an extracted ra lead in the ra/superior vena cava. Impedance measurements were within normal range. Subsequently, the device was reprogrammed and the patient was discharged with the plan to continue to monitor. Approximately a couple days after device reprogramming changes were made, the patient reported experiencing dizziness and lightheadedness. The patient was then brought back into the clinic where device reprogramming was performed. Since the most recent reprogramming changes have been made, the patient has not reported any new symptoms. The plan is to continue to monitor at this time. The device system remains in-service at this time. No additional adverse patient effects were reported.